Manufacturer narrative:
Batch review performed on 21-05-2025. Lot 2417909: (B)(4) items manufactured and released on 07-11-2024 expiration date: 2029-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. Acromion stress fracture discovered at about 3 months from the primary rsa in a 83-year-old female patient. From the radiographic image the bone quality seems low and this can be a possible cause of the fracture of the acromion. There is no reason to suspect a malfunctioning device. Patient match planning review shoulder. Our analysis of the myshoulder process of this case found no deviations from the standard procedures. Each step has been performed correctly. Fracture of the acromion is an established complication of reverse shoulder arthroplasty, and it can be related to many factors, both patient-specific and intra-operative. Although a certain root cause cannot be identified, the overall analysis did not reveal any anomalies and there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 months from primary, during postop visit, the surgeon detected an acromion fracture and prescribed physiotherapy and analgesic to the patient. No revision planned.